Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fluctuating shock impedance, which was occasionally out of range. The pocket was opened and the setscrews tightened, and a 21j shock showed a normal impedance. The pocket was closed, and the impedances again began to fluctuate. Additional information was received stating the lead was surgically abandoned, and the device was explanted and replaced.